Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the right hip arthroplasty procedure occurred on (B)(6) 2004. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following could not be completed with the limited information provided. Date of event - n/a. Date explanted - n/a. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Product location unknown.

Event description:
Legal counsel for the patient reported an indicated revision procedure due to patient allegations of personal injury. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Information received in operative notes reported that patient underwent a revision procedure approximately ten years post-implantation due to pain, metallosis and elevated ion levels. During the procedure, no evidence for infection was found, and the stem and cup were found to be fixed. The modular head was removed and replaced. A poly liner was cemented into place to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Product location unknown.